Event description:
Reporter stated that the patient obtained back-to-back blood glucose results of 30.1 mmol/l, 18.0 mmol/l, and 11.1 mmol/l on the compact plus system. Reporter also noted that patient's blood glucose measured 27.0 mmol/l, on the compact plus system, with a concurrent laboratory value of 12.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).